Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. In the initial MDR, b5 describe event or problem should have been: "the initial reporter received questionable calcium gen.2 assay results from multiple patient samples tested on the cobas c 303 analytical unit." Instead of: ""the initial reporter received questionable calcium gen.2 assay results from multiple patient samples tested on the cobas e 402 analytical unit." The investigation reviewed the data set provided by the customer: the calibration results were within the specified ranges. The qc results were within the specified ranges. There was no indication of a performance issue with the reagent. The alarm trace had multiple abnormal aspiration alarms on the date of the event, close to the time the patient sample was run. The investigation determined that the customer's water system maintenance caused the event. Water requirements are within the customer¿s responsibility. The investigation determined that the service actions resolved the issue. The investigation did not identify a product problem.

Event description:
The initial reporter received questionable calcium gen.2 assay results from multiple patient samples tested on the cobas e 402 analytical unit. The following examples of discrepant results were provided: on (B)(6) 2025: patient sample 1 the initial result was 15.9 mg/dl. The repeat result was 9.20 mg/dl. On (B)(6) 2025: patient sample 2 the initial result was 18 mg/dl. The repeat result was 9.2 mg/dl patient sample 3 the initial result was 14 mg/dl. The first repeat result was 6.3 mg/dl. The second repeat result was 7.9 mg/dl. The results were deemed critical and flagged in the middleware, prompting the rerun of the patient samples. The repeat results were deemed correct.

Manufacturer narrative:
The cobas e 402 analytical unit serial number is (B)(6). The field service engineer (fse) inspected the analyzer and determined that contamination had caused the event. The fse replaced the contaminated water supply container and cuvette segments. He verified the analyzer's performance with precision checks. The investigation is ongoing.